Event description:
Pump declared altitude alarm 21 was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, the customer will use a manual injection as a backup therapy. Tandem technical support decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode. The customer was informed of steps needed upon receiving the replacement and was instructed to return the problematic pump using a pre-paid label.